Manufacturer narrative:
An event of device embolization upon deployment and retrieval was reported. The device completely dislodged because it was pulled on the right side disc with a wire by accident which could have contributed to the reported event. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.na.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was successfully implanted. The patient also had saddle pulmonary embolism (spe) and an intervention was performed on the same day the 30-25mm amplatzer talisman pfo occluder was implanted. The device embolized during inari thrombectomy procedure and was snared out of patient successfully. The device completely dislodged because the physician pulled on the right side disc with a wire by accident. 30mm amplatzer cribriform device was then used to occlude pfo but device was defective and was "tuliping" into the left atrium. Device was never released from cable. Device was removed replaced with another 30mm amplatzer cribriform device which was successfully implanted into septal. Patient had no further complications. The patient is stable